Event description:
Six months after the index procedure, it was noted that the enterprise stent migrated approx 5 mm. Add'l info indicated that the angiogram showed that the aneurysm neck was exposed; therefore, the pt is going to have another procedure to cover the exposed area. The lot number will not be available.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.